Manufacturer narrative:
In the case description, the user mentioned receiving a 20 u bolus and then a 10.05 u bolus that was uncommanded. Inspection of the android log files downloaded from the returned pdm was able to confirm the delivery of a 20 u bolus and a 10.05 u bolus on the date of occurrence. The engineering logs from the date of occurrence were found to be overwritten due to continued use of the system. The interactions performed to program and confirm these boluses were unavailable. Inspection of the insulin history on the pdm showed that the 20 u bolus was manually adjusted from 0u to 20 u with no carbs or bgs entered and the 10.05 u bolus was also manually adjusted from 0 to 10.05 u with no carbs or bgs entered. During the investigation, the pdm was paired with an unused pod and delivered a 5 u bolus. No evidence of issues that would contribute to an uncommanded bolus were observed during the investigation. The option to cancel the bolus or suspend insulin delivery was always available during testing. Without the engineering logs, it could not be conclusively determined if interaction occurred to program and deliver the boluses or if the system provided the user the ability to cancel the boluses or suspend insulin delivery. During adb testing, the pdm failed to vibrate during the vibration test. Vibrations were not felt when interacting with the touchscreen. Inspection of the internal components found no evidence of fluid ingress and no visible damages or defects that would prevent the pdm from vibrating. The exact cause of the issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue and insulin delivery issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) delivered an uncommanded bolus and the patient was unable to pause insulin delivery. A bolus of 20 units and 10.05 units were delivered unexpectedly. The patient's blood glucose level was 2.3 mmol/l. A new pdm was set-up.